Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
During device pre-testing the balloon could not be deflated completely. There was no patient involvement.